Event description:
The co2 did not flow from the boom when initiated at the start of the procedure. This happened twice in the past two months. A service call was placed the first time with no findings. Staff hooked up a probable tank and no pt harm was caused. Maintenance investigated our system and found no problems. A service visit is scheduled. FDA safety report ID# (B)(4).